Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer's blood glucose level was 187 mg/dl. Reportedly the customer continued to use pump for insulin therapy and declined further assistance from tandem technical support.